Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 419 to 440 mg/dl. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer called back to indicate that they maintained that the pump was not functioning properly. Additionally, it was reported customer was using humalog insulin longer than 2 days. Customer required assistance from a nurse via a manual injection, and a temporary basal rate to treat bg level. Reportedly, the customer reverted to manual injections for insulin therapy.